Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that fragments broke off and fell inside the patient. The broken fragments were retrieved and no harm, adverse outcome or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted lung biopsy procedure, the maryland bipolar forceps instrument broke and fragments fell inside the patient. The broken fragments were retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical (isi) contacted the initial reporter to obtain additional information, however, and no further details have been obtained as of date of this report.